Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is no longer under warranty and not field-serviceable. Physio recommended that the device be permanently removed from service and that a replacement unit be obtained. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no report of patient use associated with the reported event.